Event description:
This complaint form is to report the t-slim x2 insulin pump made by tandem diabetes. The bluetooth communication system is a complete failure, causing the control iq (intelligence quotient) feature to malfunction. This has led to both high and low blood glucose levels, and it's incredibly frustrating. I've reponed this issue to their technical support line countless times. Initially, I was reporting the occurrences daily, then weekly, and now I've just given up because it's clear they have no intention of fixing the problem. The communication with the dexcom g7 sensor only works if the pump is outside my pocket, the screen is facing out, and it's on the same side of my body as the sensor. This is just not practical. A potential fix could be to have the bluetooth of the cell phone (iphone or android) control the insulin pump. The cgm (continuous glucose monitor) pairs and transmits data up to 65 feet away), but when paired with the tandem x2 insulin pump, it only transmits around 24 inches. The lack of transmission 10 a cgm also causes frequent alerts that the signal is out of reach, which drains the battery power quicker. I'm losing hope that this product will ever be fixed. Refer to additional documents in i2k.